Event description:
It was reported that pump declared altitude alarm 21 on a previous day, but insulin delivery was not currently suspended and customer had not experienced repeated occurrences in the past month. There was no adverse impact to the customer¿s blood glucose level. Customer received tips from technical support on preventing altitude alarms, did not need to replace cartridge, and successfully resumed insulin using original cartridge.